Event description:
It was reported that pump displayed malfunction alarm code malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it, and malfunction did not recur, so customer was instructed to continue using pump and to call back if malfunction happened again.